Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_progserial# unknown product type programmer, physician. Product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that pre-op and post-op diagnosis were status post insertion of intrathecal baclofen pump and malfunction of intrathecal infusion pump. The patient underwent the implantation of an intrathecal baclofen pump by the physician on (B)(6) 2018. Recently, the patient's neurologist noticed a discrepancy between the amount of medication in her pump determined by interrogation from that expected based on her infusion rate. This raised the concern of a catheter obstruction, and he requested a dye study under fluoroscopy. The patient returned to our clinic, the situation was discussed, and the patient consented to the procedure. The patient identified herself by name and birthdate in the same-day surgery unit. She confirmed she was scheduled to undergo a test of her intrathecal baclofen pump. She was taken to the operating room. Adequate peripheral intravenous access was obtained, after which intravenous sedation was administered by the anesthesia staff. She was placed into the left lateral decubitus position. All bone prominences send areas of potential neurovascular compression were thoroughly padded. The intrathecal baclofen pump was easily identified in the right flank. The skin overlying the pump was prepared and draped in standard sterile fashion. Prior to the procedure, a surgical briefing was performed. The correct patient identification, procedure, site, and consent were confirmed with the operating room staff. The medtronic synchromed il intrathecal baclofen pump was visualized using fluoroscopy. The catheter port was identified and cannulated with an appropriate needle. Slightly xanthochromic cerebrospinal fluid was easily aspirated through the catheter port, confirming the distal aspect of the catheter was within the subarachnoid space, and the system was patent. The physician injected approximately 10 cc of isovue 200 radiographic contrast through the catheter port. Unfortunately, the physician was not able to clearly identify the intrathecal catheter on fluoroscopy. However, no leakage of radiographic contrast from the connection between the catheter and the pump was observed. No leakage of contrast was noted in the soft tissues outside the spine. Having confirmed that spinal fluid could easily be obtained from the intrathecal catheter, and no obvious intrathecal obstruction was present, the procedure was concluded. The patient was returned to the same-day surgery unit. Arrangements were made for her to undergo a CT scan of the thoracolumbar spine to confirm the presence of intrathecal radiographic contrast. The physician filled the pump in the neurology office. The physician did a dye study on 4/6/2026 and intrathecal baclofen pump which appeared to be functioning. There were no known notable events for this encounter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient went in for a refill on (B)(6) 2026 with their low reservoir alarm activated. The hcp expected 2ml but aspirated 5ml from the reservoir and they were only able to inject 33ml. Technical services reviewed unlocking the reservoir valve procedure. The hcp stated that the patient had a "near fall" and the pump hit the end of a table. The hcp stated that the patient was thin and they could see the outline of the pump. There had been some "woozing" on the site of the pump "but nothing happened". There were no signs of infection. The patient had some stiffness but it may have been a natural progression of their disease. The hcp was going to send the patient for a dye study due to the volume discrepancy and symptoms. The hcp called back on (B)(6) 2026 and stated that they filled the pump and was trying to reprogram it, but it was not letting him do that. The hcp stated that the current and pending volumes were the same, but when they tried to update the pump, they were unable to do so, the hcp confirmed that they had updated the pump prior to filling the pump. The hcp also mentioned that the patient had fallen on the pump and there was some bruising on the pump outline, but the pump had not moved. The hcp stated that he could only get approximately 33ml into the pump and was also seeing a volume discrepancy where he got back approximately 5ml and expected 2.3ml. The patient was also having more spasms and the hcp would likely refer the patient for a dye study.